Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that a piece of the cutter was broken off above the laser marking and the identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral side to side force, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for the removal of a pituitary tumor , it was observed that the cutter device drill tip was broken when drilling. According to the report, the device was in use with a handpiece device, attachment device, and bearing sleeve device. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.